Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that there was leakage at the y connector during dialysis. The catheter was removed and replaced. The patient was involved with no injury.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The product sample consisted of one palindrome 28/45 kit w/slot with signs of use. After a visual inspection, a cut was identified at approximately 7 cm below the cuff. During functional testing (underwater test), no bubbles were detected. As per the instructions for use, it is necessary to perform a visual inspection before operating the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The device was more likely damaged during the medical procedure. The most probable root cause can be due to improper use of cleaning agents or due to use of sharp objects near the device. The lot involved on this event was manufactured on 03/08/13, before the implementation date of actions related to a corrective and preventative action. This event is being handled through this CAPA and no additional actions are required. Manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.